Event description:
It was reported that during a de novo, concentric, mildly tortuous, heavily calcified, right perineal artery interventional procedure, a hi-torque (ht) winn 80 guide wire was advanced to the lesion. An armada 14 balloon dilatation catheter was advanced, but the armada 14 bdc advanced accidentally to the left perineal artery instead of the intend right perineal artery; therefore, there was tension on the ht winn guide and the ht winn guide wire separated into two pieces. The proximal end of the ht winn guide wire was removed leaving the distal part of the separated guide wire inside the patients anatomy in the right perineal artery and the procedure was abandoned. Reportedly, the distal part of the separated ht winn guide wire will be removed by a planned by-pass operation at an unspecified later date. There was no additional information provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The separation was able to be confirmed. Based on a visual analysis and scanning electron microscopy (sem) imaging of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Sem analysis suggest that the core failure may be attributed to ductile overload. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). The device has been returned for investigation. The investigation is not complete. A follow-up report will be submitted with all additional relevant information.